Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during an installation the cardiosave intra-aortic balloon pump (iabp) does not alarm when there is low helium. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The distributor's getinge trained field service engineer (fse) removed the helium cylinder and iabp again doesn¿t give the low helium alarm in spite of no helium being displayed, fse was under the impression that the issue had been corrected, but it has not. Additional information is being requested in regards to whether or not the unit has been repaired. If any information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted. The full name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read (B)(6). The full address of event site was shortened due to field character limit; the full event site address is (B)(6). H3 other text : not returned to manufacturer.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: g3(remove company representatives), h3, h6 (type of investigation). Testing of actual/suspected device (10/3233): the distributor's getinge trained field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and calibrated the high pressure helium transducer and low pressure transducer. The fse observed that the iabp unit displayed low helium alarm until a helium cylinder is fixed. Once the helium cylinder is removed, the iabp unit no longer generated the low helium alarm. Repairs are ongoing. A supplemental report will be submitted when additional information is provided. We solved the issue about the unit not alarming for low helium.